Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated and suprarenal stent on (B)(6) 2012. Two years after the initial procedure on (B)(6) 2014 the patient had an aortic extension placed for and endoleak type iiia. On (B)(6) 2014, the patient was noted to had an endoleak type iiib and was relined with a main body. Patient was presented emergent with a aaa rupture and what looks like a type ia and migration. On (B)(6) 2017 the patient was rushed to the operating room where the doctor performed an emergent reline with a cook zenith graft to successfully seal the leak. The patient died shortly after the procedure due to rupture related complications.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, there were evidence to support the following reported event; endoleak type 1a, aortic rupture, successful reline with non-endologix device, and death. Additionally there was evidence to reasonably support the following observations; right groin hematoma, fractured vela ro marker band, suprarenal cuff migration, abnormal blood loss, hypotension, renal failure, and secondary surgical procedure (decompressive laparotomy for abdominal compartment syndrome) cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to the migration of the suprarenal extension used to repair a prior cuff migration in an off-label short conical neck. No procedure-related issues or cautionary product use conditions were determined. Associated clinical harms for this device failure included: type ia endoleak, aortic rupture, secondary endovascular procedure (reline with non-endologix device), abnormal blood loss, shock, renal failure, secondary surgical procedure (decompressive laparotomy for abdominal compartment syndrome) and death. The patient's fully anticoagulated status likely contributed to exacerbation of the blood loss from the rupture. The patient was in critical condition upon arrival for repair. The final patient disposition was expired on the table following the endovascular repair. The patient lost blood pressure and a do not resuscitate order was in place. The most likely cause of the compromised integrity of the vela suprarenal radiopaque marker band could not be determined. Unable to determine procedure-related, anatomy-related and user-related issues, off label, or cautionary product use conditions due to a lack of medical records surrounding the procedure. Associated clinical harms for this event included: no known consequences to patient. There was no stent dilation or associated endoleak. An additional procedure related harm from the index procedure, a right groin hematoma, was determined. This complaint is not CAPA eligible at this time. The review of manufacturing lot confirmed all devices met specifications prior to release. The device still remains implanted in the patient and was not explanted after expiration. No device will not be returned for evaluation.